Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy, the surgeon tried to fire the device, crossing over the staple line of the first firing, however could not fire the device at all. Replaced by a new cartridge ,the firing was completed with no problem. The status of the patient is no problem.